Event description:
It was reported that, during a uterine balloon ablation procedure, the physician could not reach starting pressure. The physician verified that the pressure line luer lock was tight. The physician then noticed fluid coming out of the over pressure relief valve. This occurred with two catheters. A third device was used to complete the procedure with no pt consequences. The procedure was extended 40 minutes and the pt was under general anesthesia.